Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation following the reported event of exposed wires on the power extension cable (refer to MFR # 3004936110-2023-00750 for the reported event). External visual inspection of the returned material revealed physical damage to the power supply in the form of frayed/exposed wires in addition to frayed/exposed wires on the power extension cable. A known working test power supply was required for testing of the patient electronic system due to damage to the one received.

Event description:
This report is to advise of an event observed during analysis confirming physical damage of the power supply of the patient electronic unit in the form of frayed/exposed wires. Related manufacturer reference number: 3004936110-2023-00750.